Manufacturer narrative:
Overheating found during testing of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During testing service and repair observed overheating. There was no known impact or consequence to patient.

Manufacturer narrative:
The product analysis result indicates that there was no fault. Performed pre-temperature repair test and unit operated within normal parameters. Temperature were nose-87, middle-84, rear-89. However, as a precautionary measure, replaced nose bearings, nose spacer, wave washer and ceramic bearings. Unit was tested to manufacturing specifications. Fdr and fdc no longer apply. If information is provided in the future, a supplemental report will be issued.